Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(4)) powered off itself was not confirmed during the archive data review and the initial functional testing. The customer reported complaint was not duplicated during the testing and the autopulse platform passed the functional testing and worked as intended. During the visual inspection, unrelated to the reported complaint, a cracked front enclosure and the top cover, and the bent battery lock were observed. The observed physical damages appeared to be the characteristics of user mishandling such as a drop. The front enclosure, the top cover, and the battery lock were replaced to remedy the observed issue. The autopulse platform passed the initial functional testing without any fault or error. As a precautionary measure, the battery cabling was replaced. In addition, unrelated to the reported complaint, during further testing of the drivetrain motor, the investigation revealed that the drivetrain motor brake assembly air gap was too wide, out of the specification. The brake gap could not be adjusted and continued to open out of specification. The potential root cause is due to a defective drivetrain motor, likely due to the defective component. The drivetrain motor was replaced to remedy the issue. Archive data review revealed that there was one "timeout" incident that occurred during the mentioned time frame. The "time out" state will occur with an automatic shut-off after 2 minutes if there was any user advisory error displayed. The archive data review showed the occurrence of multiple user advisory (ua) 07 (discrepancy between load 1 and load 2 too large), (ua) 02 (compression tracking error), and (ua)18 (max take-up revolution exceeded) error messages, unrelated to the reported complaint. The error messages were cleared by the user and were not reproduced during the functional testing. Per archive data, during the reported event date, only one battery sn (B)(4) was used with the platform. The battery was not returned with the platform, however, during that period, the battery capacity did not drop below 1367 mah (equivalent to four green lights on the battery status bar). The (ua) 07 is normally a clearable error message and occurs when the load sensing system has detected a weight/load imbalance between the two load cells. The load sensing mechanism is continuously on during the power-on state. Normally, the load imbalance is experienced if the patient is not oriented on the platform correctly or the patient has shifted due to compression force without restraints or during transportation. The recommended actions to take for this type of user advisory are: ensure the patient/manikin is properly aligned, deploy the shoulder restraint to reduce movement, and press restart. User advisory (ua) 02 is an indication that the platform has detected a change in lifeband tension. This advisory can happen when the patient or lifeband is out of position, or if the lifeband is opened during active operation. The recommended actions to take for this type of user advisory are: ensure that the lifeband is properly closed. Pull up completely on the lifeband, ensure that both the patient and the band are properly aligned, and press restart. Per the battery hangtag - advisory codes description and action, user advisory 18 occurs when the driveshaft has traveled past the maximum number of revolutions without detecting a patient/manikin. As take-up is performed, the drive shaft moves the lifeband past the maximum allowable take-up depth without detecting a patient/manikin, which results in a load change at the load plate. The take-up position is achieved when the load plates sense an additional 6 lbs. Of load compared to the pre-take-up load. The recommended actions to take for this type of user advisory are: pull up completely on the lifeband, ensure that the patient/manikin and the band are properly aligned, and press restart. Following the service repair, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) for 15 minutes without any fault or error. In addition, the load characterization check was performed and verified that both load cells were functioning within the specification.

Event description:
The customer reported that during device check, the autopulse platform (sn (B)(4)) shuts down unexpectedly. Multiple fully charged batteries were tested in the platform, but the issue persisted. When the platform powers on, it shuts down after one compression. No patient involvement.